Event description:
Covidien received information stating that an 840 ventilator had a non-functional lower display. The ventilator was not in use on a patient at the time of the malfunction occurred. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter pcbs and upgraded the software to the current revision. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification test (pvt) according to manufacturer specifications. Covidien ref: (B)(4).